Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. An inserter, shell, and liner were returned for review. As returned, the hex bolt of the inserter is fractured and has come out of the frame. The diameter and the hardness are confirmed to print specifications. The screw could not pass the go gauge test due to damage on the threads . DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. This failure mode has been part of a previous investigation which increased the head height of the bolt, eliminated the drill point, to increase the strength against this failure mode. This bolt was manufactured before the design change. This a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured while in use. The fractured portion remained in the acetabular component, causing the need for implant removal which resulted in a 15 minute delay to surgery. The surgery was completed with other devices.